Manufacturer narrative:
The aquabeam console and aquabeam handpiece was returned for investigation, but the aquabeam motorpack was not returned. No visual defects or anomalies were observed with the returned devices. Functional testing of the returned devices was unable to reproduce these errors, and the console and handpiece functioned as expected. Thus, the root cause remains undeterminable. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the reported event. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam console / lot number 22c03690 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev. F, states the following under table 5 system detected errors and faults: e05 - console error: release foot pedal and replace handpiece. Then turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient, weighing approximately 180 kilograms with a prostate size of 220 grams, underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that the patient had been rescheduled from the prior week, as previous surgeons were unable to reach him due to his enlarged prostate. It was reported that at the beginning of the aquablation procedure, the presence of bladder stones caused a shadow at the most proximal end of the prostate, obstructing the treating surgeon's view. The treating surgeon decided to initiate the procedure at the point where tissue was visible, hoping that the gland would condense sufficiently for a clearer view, otherwise planned to resect the remaining tissue. Upon beginning the aquablation procedure, the aquabeam robotic system generated an "e05 - console error." Despite multiple troubleshooting attempts, no resolution was achieved. Subsequently, a second handpiece and motor pack were used, but the system displayed an "e22 - motorpack error." A third handpiece was utilized, but fluid failed to flow down from the saline bag, even with applied pressure. After removing the piston from the latch and readjusting it, the issue was resolved. However, the aquabeam robotic system then generated another "e22 - motorpack error". As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem component code 4756: per the instructions for use, aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.